Event description:
It was reported that a user with the ilet bionic pancreas experienced a fever for approximately one day with moderate ketones and a blood glucose reading of 243 mg/dl, while earlier readings had been near 100 mg/dl; the caller was advised to confirm glucose with a fingerstick and to contact the healthcare provider for ketone management. Customer care provided support that included troubleshooting with user education. Investigation of this case revealed no device alarms and no device malfunction reported. It was concluded that the event represented hyperglycemia with ketones of unclear cause, without evidence of device failure. Clinical symptoms included fever and ketonemia during the event. Outcomes included continued home monitoring and hydration with no reported hospitalization or emergency care. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.